Manufacturer narrative:
(B)(4). Event is currently under investigation.

Event description:
It was reported that the patient had an ivc filter in the inferior vena cava that was ready for removal the doctors were not able to get around the hook of the filter. Although advised not to, the doctor put the snare past the hook near the legs and opened the snare. The snare got caught on the leg of the filter and eventually the snare broke off. The snare is wrapped around a leg and they could not snare it out. There are no derivative adverse effects at the time of this report. No other procedure has been performed to remove the broken snare at the time of this report.

Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, documentation, manufacturing instructions, quality control data and image review was conducted during the investigation. No product was returned to assist with the investigation, but based on the image provided the loop wire fractured at the distal end. The snare was caught on the filter after the "doctor would put snare past hook near legs and open the snare although told not to", the loop wire may have been exposed to manipulation. In addition, it could not be determined, why the loop could not get around the hook of the filter. IFU: if the retrieval wire loop loses its shape during the retrieval attempt, it can be removed and gently reshaped. The lot number of the device is not known; accordingly a review of the device history record could not be conducted. No evidence to suggest that this device was not manufactured according to specifications. Based on the information provided, no product returned, and the results of our investigation; a definitive root cause could not be determined; however, it is likely the issue is handling related. Per the risk assessment we will notify the appropriate personnel and continue to monitor for similar complaints.